Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. After crossing the interatrial septum with the watchman truseal access system (was), the sheath was inadvertently pulled back into the right atrium when removing the guidewire and a clot formed on the was sheath. The was sheath was removed and flushed. A new transseptal puncture was performed and after inserting the was sheath into the right atrium, a clot formed again. According to the physician, the roughness of the was sheath was most likely the cause of the thrombus. No further information is available at this time.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. After crossing the interatrial septum with the watchman truseal access system (was), the sheath was inadvertently pulled back into the right atrium when removing the guidewire and a clot formed on the was sheath. The was sheath was removed and flushed. A new transseptal puncture was performed and after inserting the was sheath into the right atrium, a clot formed again. According to the physician, the roughness of the was sheath was most likely the cause of the thrombus. No further information is available at this time. It was further reported that the procedure was aborted and the watchman device was never deployed or implanted. The thrombosis located in the right side of the heart was treated with heparin and the was removed.